Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2019 reporting that the external process was reviewed and it was all doing well. It was reported that the battery was totally messed up. The consumer was currently waiting for their insurance to approve a battery replacement. Things were not going well with that and it was unclear if the patient would be able to appeal the denial. The consumer did not know the cause of the battery only lasting a year. When it was installed in (B)(6) 2018 the patient was hospitalized for the surgery and it was not recharged before it died. It had only worked maybe 5 total hours in 15 days and shut off when the consumer had been charging it. Since then, the ins had been off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the therapy was turning off by itself randomly , the programmer showed stimulation as off, and they had to use the patient programmer to turn stimulation back on. The patient could be doing nothing when this occurred. It was noted that the patient had been in the hospital (confirmed to unrelated to the device) and was not able to charge the ins. They had to have help restarting the ins and since then the ins battery never got low and the ins had not been depleted. While on the call, the stimulation turned off. The patient was able to turn stimulation back on. While on the call the patient programmer showed the ins was 75% charged. Using the implantable neurostimulator recharger (insr) during the call, the ins shows 75% charged and was currently charging the final quality with 8 coupling boxes. The reported issues had been occurring for about the past 6 weeks. No further complications were reported.